Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. During rv lead extraction procedure on (B)(6) 2022, the patient experienced hypotension and vascular dissection. The patient did not survive the procedure.